Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approximately 37 cm proximal to the lead tip. Only the distal fragment was received for analysis. The proximal fragment including the is-1 connector was not received for analysis. The visual inspection showed abrasion marks along the lead body of the returned fragment. In particular, approximately 27 cm proximal to the lead tip the inspection revealed a rubbed through insulation. Based on the characteristics as well as the location of these damages, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of an interaction with another implantable device such as a nearby lead. Diagnostic images clarifying this assumption were not available for analysis. Furthermore, cuts in the insulation were detected which resulted most likely from the explantation procedure. Blood penetrated the lead. In addition, the distal part of the lead was partly pulled out of the ring electrode. Therefore, the adhesive residuals on the joining surface of lead tip and the lead body were analyzed. The analysis revealed no indication of a material or a manufacturing problem. As the root cause of the observed damages, tensile forces applied during the extraction procedure should be taken into consideration. During the electrical analysis, the dc resistances of the received conductor fragments were measured. No peculiarities were found. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This lead was explanted and replaced during a generator change due to fracture. No adverse patient events were reported. Should additional information become available, this file will be updated.